Event description:
Customer reported via phone, customer took a shower and was attempting to reconnect to the insulin pump and it wouldn't turn back on. Customer's blood glucose currently was 107 mg/dl and earlier it was 50 mg/dl. Troubleshooting was performed for blank display and it was determined the device had cosmetic damage on the lcd casing. Customer was advised to discontinue use of the device and revert to back up plan.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, occlusion, and excessive no delivery test. The device had intermittent blank display due to severely corroded battery cap contacts. The following cosmetic damage was noted: cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.